Event description:
The patient underwent original 2-level fusion therapy at l3-l4 in 2009. On an unknown date, it was noted that the ardis implant was backing out. Revision surgery was approx 2 months later. The surgeon impacted the implant back into disc space and compressed the pedicle screws. Additional information received via telephone one week post revision from the sales representative: the implant was not all the way out of the disc space. It was coming out. The surgeon went ahead and put the same implant back into the disc space. There was only one implant in that disc space. There were ardis implants in both disc spaces, however, there was only an issue at l3-l4.

Manufacturer narrative:
The implant remains in the patient. Device manufacture date is unknown. There was no device history review performed, because product remains implanted, and no lot number was provided. Product labeling stating the warning and possible adverse effects of backing out, dislodged, migration of implant as a known procedural outcome related to the error.